Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: tests 1, 2, and 4 were performed with the user's original meter ans strip ln 080818b. Test 3 was performed with the user's original meter and strip ln 080868b. Test 5 was performed with the user's replacement meter and test 6 was performed with the user's original meter. The strip ln for tests 5 and 6 is not known. The means of the inratio meter and comparative system inr's were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product testing is not required. Meter was returned for evaluation and passed functional testing on 5/11/2009. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results with inratio meter versus lab. Patient has used meter for over 4 years, his therapeutic range is 2.5-3.5. Patient has made changes to his coumadin based on the meter.